Event description:
This pt was noted to have diaphragmatic stimulation. This lead was explanted and replaced by an epicardial lead on (B)(6) 2011. No additional info is available. Should additional info becomes available, this event will be updated.